Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. Blood was observed dripping onto the base of the machine approximately three hours into the patient¿s treatment. The cm stated the treatment was nearly finished. The exact location of the leak was not found. The cm thinks there may have been a tiny pinhole or slice in the bloodline, however, no visible damage was identified. The cm said they squeezed the line to see where the blood was leaking from, and nothing happened. The cm stated that the blood may have begun clotting, preventing blood from passing through whatever damage in the line may have existed. The cm stated there were no leaks noted during the priming phase and was not sure what caused the leak. The machine, a fresenius 2008t, did not alarm. The machine was pulled from service and the biomedical technician discovered that a spring was missing from the bottom of the blood pump, where the bloodline enters the pump. The cm stated that the function of this spring is to hold the bloodline in place. A fresenius optiflux 160nre dialyzer was used for the treatment. After the blood leak was noticed, the treatment was halted. The cm stated the patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient declined to be re-setup with new supplies, and thus, the treatment was not completed. The combi set (bloodline) was not available to be returned for evaluation as it was reportedly discarded. It was confirmed that the missing spring was replaced on the machine, and the machine was then returned to service. There have been no further issues or reoccurrences on the machine.